Manufacturer narrative:
Roduct ID 3777-60 lot# (B)(4) implanted: (B)(6)2014 explanted: product type lead product ID 3777-60 lot# (B)(4) implanted: (B)(6)2014 explanted: product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the clinical diagnosis was sharp shooting pain in the right groin and inguinal entrapment syndrome. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 02-aug-2017, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 25-mar-2017, UDI#: (B)(4). (B)(4) pertain to product ID: 3777-60, serial#: (B)(4), product type: lead and product ID: 3777-60, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain and post-surgical neuritis. It was reported that the patient had sharp shooting pain in the right groin and localized area of tenderness. The event resulted in an unscheduled clinic or office visit and diagnostics completed included imaging which revealed minimal displacement of the patient¿s peripheral nervous system leads; the device diagnosis was a lead migration/dislodgement. It was noted that the event was possibly related to the device or therapy and not related to the implant procedure. No actions were taken, and the outcome of the event was unresolved with no further action planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was provided).